Event description:
The versacross dilator was returned with no reported device allegations or patient complications. The user mentioned that the veins going up the groin to the right atrium were very tortuous. The rf wire and versacross dilator were advanced into the svc, along with the trusteer sheath. They mentioned that they had to drop down a few times before the physician decided to pull out the dilator in order to manipulate the curve. During this action, they believe that the rf wire may have also unintentionally slipped back into the sheath and got caught in a sidehole of the trusteer sheath tip. Then, when the dilator was re-advanced, the wire presumably must have pushed through the sheath tip and caused it to tear. The case was continue and completed successfully as the issue was only noted when the devices were removed. They also mentioned that the dilator went across the fossa with no issues, but the sheath took a lot more force to get across the septum. Upon product return, analysis confirmed dilator tip has a slice through it.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and noted to be kinked at hub-shaft and its tip damage/kinked. Also, the dilator locking mechanism was bent and tip is kinked dilator tip had a slice through it. It is considered most likely that the tip damage and kink were the result of following the wire trajectory through the sheath tip sidehole. With respect to the kink at the hub, there is insufficient information to determine the root cause. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.